Event description:
The hcp reported that the catheter punched through the dura and went into the extra dural space at the tip and had to be replaced. Per the hcp that was approximately in (B)(6) of this year. The pump was used to deliver lioresal. No patient symptoms, diagnostics or outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).